Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after announcing a meal as ¿usual¿ despite eating a larger-than-usual meal, the user experienced hyperglycemia with blood glucose reaching approximately 250 mg/dl while using the ilet system. Symptoms included elevated blood glucose without reported hypoglycemic episodes, alerts, alarms, or medical intervention. Outcomes included transient hyperglycemia that was trending downward by the end of the call, with no hospitalization. Investigation included troubleshooting and user education regarding correct meal announcement selection. Investigation of this case revealed that the device functioned as designed and that the event was attributable to user selection of an incorrect meal size announcement rather than a device or component malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user error in meal announcement selection leading to under-delivery for carbohydrate intake.